Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) on 10/14/06 alleging inaccurate high readings on her one touch ultra meter. A medial affairs specialist (mas) mailed a letter to the pt since the user could not be reached fof further clinical info. Mas also listened to the recorded call and obtained thf following info: the pt mentioned that an average reading for her used to be around 120 and now her average is aroud 167. The pt compared her meter to her mother's accuchek meter. Pt's meter read 135 mg/dl and 139mg/dl and her mother's meter read 114mg/dl and 116 mg/dl. Time difference between the 2 readings was less than 10 minutes. The pt claims that she had been increasing her medication due to the elevated readings on her meter. On 10/11/06 around 10:00 am the pt's lips felt numb, she felt faint (lightheaded) and dizzy. She tested her blood glucose and obtained a 130 mg/dl; however, she had felt low. Due to the elevated readings she increased her oral medication and checked her blood pressure, which was "normal". She also ate something and felt better shortly after. The pt tested later and her reading was 157 mg/dl. No info on how soon after testing she retested her blood glucose and obtained a 157 mg/dl. The pt did not test on another meter or seek medical attention. She claims she had felt low three times before; however, she claims her meter readings did not corrleate with her symptoms. She did not specify exactly what had happened during each of the events. The test strips were in good condition and not expired. The pt purchased her supplies through a mail order co and her supplies are delivered to her post offfice box. The test strip are stored in a metal box, and sometimes the temperature is over the recommended storage temperatue range. The technique of applying boood on the test strip was correct. A qc test was done and the pt obtained a 137 (106-141). The pt is planning to visit her physician for an hba1c test. Customer care advocate (cca) sent the pt a replacement meter and testing supplies. The complaint is being reported because the pt's symptoms did not correlate with her meter reading of 130 mg/dl. The pt treated herself with food and felt better after eating.